Event description:
The customer reported that patients are experiencing red and swollen area of wrist, oozing serous fluid. The irritation is reduced, only for the same thing to happen again a couple of days later. One patient has experienced this problem for a month. Information was provided that patient received both oral medication and mini surgery lancing of swollen and infected area. No information was provided regarding outcome of patient.

Manufacturer narrative:
Expiration date unknown as lot is unknown. (B)(4). Allergic reaction is addressed in the IFU. No product was returned to assist in the investigation. An IFU is provided with this device, in which it is stated: "possible allergic reactions or access site infection should always be considered. A sterile inflammatory response possibly associated with the use of the product in conjunction with latex and powdered non-latex based gloves have been reported with the use of this product." We are aware of the potential of sterile inflammatory response; however, without a pathological report from the described event, it is difficult to determine with certainty why the failure mode occurred. It is possible the skin irritation may be a result of device use in conjunction with latex gloves that, without timely medical intervention, may have developed infection. Furthermore, functional testing of product from several lots returned on similar complaints reveals that the coating is prone to shed when subjected to controlled friction conditions. Additionally, risk assessment indicates that with the addition of this complaint, risk reduction activities are recommended and, therefore, corrective action has been initiated. We have notified appropriate internal personnel and are continuing to monitor complaints for similar events. (B)(4). Risk analysis performed indicates that with the addition of this complaint, risk reduction activities are recommended and, therefore, additional corrective action has been initiated.